Event description:
As reported by our edwards lifesciences affiliates in australia, approximately seven (7) months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the valve was explanted due to calcification of the leaflets which resulted in severe regurgitation. The patient was noted to have been presenting with symptoms of shortness of breath and fatigue. A surgical valve was implanted and the patient was subsequently discharged.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this event. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve calcification that resulted in the valve being explanted was unable to be confirmed. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the valve. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, and diabetes mellitus. Although a definitive root cause was unable to be determined, it is possible that patient factors and/or procedural factors not provided may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.